Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to the jumper block pins not making contact to the j1000 pin, causing the +5.4df voltage to be 0 volts. The root cause could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A (B)(6) distributor returned a monitor and reported monitor was displaying a service code.